Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus was 18.9mm by 27.6mm, and the left ventricular outflow tract was 14.5mm by 27.1mm. The valsalva diameter was 30mm, and the annulus diameter perimeter was 75.1mm. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 16mm non-abbott balloon. The valve was deployed at a depth of about 4mm, but a noticeable non-uniform expansion occurred. Another prebav was performed with an 18mm balloon. The valve was deployed again and was able to spread a little more but still had non-uniform expansion. The valve was recaptured, and the valve depth was increased to about 6mm. However, the valve spread further but interfered with the mitral valve, causing moderate to severe mitral regurgitation. The valve was recaptured. As the valve had been deployed three times, the delivery system was replaced with a new flexnav delivery system. A 20mm prebav was performed. The valve was deployed and more expanded, but non-uniform expansion was still noted. Seven of the nine struts were observed. There was calcification in the valve annulus and the sinotubular junction (stj). The stj was smaller than the valve size, so the decision was made to fully release the valve in anticipation of anchoring. The non-coronary cusp was at 4mm (ncc), and the left coronary cusp (lcc) was at 4mm. When one tab came off, the ncc was at 0mm, and when it was completely released, the valve migrated to the ncc was at 3mm and the lcc was at 2mm. All three retainer tabs were confirmed to be released prior to removal of delivery system. The migrated valve did not block a coronary artery or arteries. The valve was not snared. On transthoracic echocardiogram (tte), moderate aortic regurgitation was observed. A valve-in-valve procedure was performed. A 26mm non-abbott valve was implanted within the first valve. The cause of the migration was believed to be due to non-uniform expansion and tilt. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus was 18.9mm by 27.6mm, and the left ventricular outflow tract was 14.5mm by 27.1mm. The valsalva diameter was 30mm, and the annulus diameter perimeter was 75.1mm. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 16mm non-abbott balloon. The valve was deployed at a depth of about 4mm, but a noticeable non-uniform expansion occurred. Another prebav was performed with an 18mm balloon. The valve was deployed again and was able to spread a little more but still had non-uniform expansion. The valve was recaptured, and the valve depth was increased to about 6mm. However, the valve spread further but interfered with the mitral valve, causing moderate to severe mitral regurgitation. The valve was recaptured. As the valve had been deployed three times, the delivery system was replaced with a new flexnav delivery system. A 20mm prebav was performed. The valve was deployed and more expanded, but non-uniform expansion was still noted. Seven of the nine struts were observed. There was calcification in the valve annulus and the sinotubular junction (stj). The stj was smaller than the valve size, so the decision was made to fully release the valve in anticipation of anchoring. The non-coronary cusp was at 4mm (ncc), and the left coronary cusp (lcc) was at 4mm. When one tab came off, the ncc was at 0mm, and when it was completely released, the valve migrated to the ncc at (-)3mm and the lcc was at 2mm. All three retainer tabs were confirmed to be released prior to removal of delivery system. The migrated valve did not block a coronary artery or arteries. The valve was not snared. On transthoracic echocardiogram (tte), moderate aortic regurgitation was observed. A valve-in-valve procedure was performed. A 26mm non-abbott valve was implanted within the first valve. The cause of the migration was believed to be due to non-uniform expansion and tilt. The patient status was reported as stable.

Manufacturer narrative:
An event of moderate to severe mitral regurgitation and device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that the valve was implanted at a depth of 4mm, there was sufficient calcium for valve anchoring, and there was tension in the delivery system. The field also indicated that three retainer tabs were released before removing the delivery system. Abbott has requested imaging which was not provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including meeting specifications for radial force. Based on the information received, the root cause of the reported incident could not be conclusively determined.